Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose of 500 mg/dl. Caller reported that upon changing infusion set, it was noted that the adhesive was wet indicating a leak at site. When the infusion set was removed, it was found that the cannula was bent. Customer was treated with manual injection. Troubleshooting was performed and insulin pump passed self-test and displacement test. Caller reported that customer's blood glucose was higher before using the auto-mode feature. Insulin pump is not expected to return for failure analysis.